Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported they hung a piggyback of potassium and came back an hour later and the piggyback bag was empty and the primary bag had additional volume in it. There was no report of patient harm.